Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The cause of death has been requested but has not been received. There was no indication the death was device related.

Event description:
It was reported the patient had a couple of "off" days during the week prior to his death, but had been feeling relatively well. He went to bed in his sleeping chair the evening of (B) (6) 2010. His wife awoke to find him deceased in his chair. A transmission from the carelink monitor revealed the device had treated ventricular arrhythmias with both atp (antitachycardia pacing) and shocks at approximately 2:39 am, (B) (6) 2010. Atp was initially successful, but the patient reverted to vt (ventricular tachycardia), followed by vf (ventricular fibrillation). The final shock was unsuccessful and the patient deceased. The device was reportedly discarded, there was no autopsy planned. The cause of death was requested but not received. There was no allegation from a health care professional indicating the death was device related.